Event description:
During remote monitoring, episodes of post-paced t-wave oversensing were observed on the device. No intervention was performed. The patient later passed away due to non-cardiac illness. There was no allegation of malfunction or any suspicion the abbott device caused or contributed to the patient's death in any way.